Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the back pain that required medical intervention (physiotherapy) cannot be ruled out. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).

Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure of experiencing severe back pain that had started approximately one week ago. The patient stated he was wearing the device with the hip strap, which he suspected might not have been positioned correctly. Additionally, the patient reported straining his back while attempting to catch the device as it nearly fell. The patient subsequently consulted an osteopath and his general practitioner, who prescribed physiotherapy. Additional information was requested from the prescribing physician, but no response has been received to date.